Manufacturer narrative:
A sample has been received, but in house evaluation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a system message displayed and the console was frozen during a procedure. The console was rebooted but the same error was displayed. Following a system exchange, the procedure was completed with no harm to the pt. It was noticed that irrigation solution was inside the fluidics module and they found leakage from the cassette. This is the third of three reports for this facility.